Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath was selected for use, sheath was prepped as usual, versacross connect dilator was used for transeptal. The dilator was removed and the sheath was aspirated, flushed and put on irrigation. A non-boston scientific mapping catheter was then inserted and the physician noticed the valve was leaking and there was significant air aspiration into the syringe with each aspiration that the mapping catheter was in. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.